Event description:
Tip of screwdriver is broken off, broken parts were retrieved. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed, manufacturing and inspection records indicated no problems. The present screwdriver was analyzed for conformance to print specifications as well as the device history record was researched- no abnormal findings were identified. The visual inspection revealed the fracture face of the broken tip is homogenous which indicated material conformity. Failure is not due to any manufacturing non-conformances. The investigation determined this complaint was invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.